Event description:
This is report 4 of 4, for the transfer set in this event. It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient experienced peritonitis, which manifested as a fever and abdominal pain. On the same day, the patient was treated with unknown antibiotics. About two weeks later, the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin, intraperitoneal (dose and frequency not reported), for peritonitis. Three days after hospitalization, the patient was discharged from the hospital. The patient was recovering.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Per review of the batch records for suspected lots: h11j26077 and h12h31095, no nonconformance report was documented for these lots. All release criteria were met for the build of the lots. (B)(4).